Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was fluctuating (40-400 mg/dl). Juice was consumed to address low bg and a bolus was delivered to address elevated bg. Cause of high/low bg was not known. Tandem technical support reviewed the pump data and pump was found to be functioning as intended. Contact acknowledged and reportedly, discussed the event with a healthcare provider.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was not entered into the pump by the user from (B)(6) 2019. Lowest bg recorded by continuous glucose monitor (cgm) was 62 mg/dl on (B)(6) 2019. Cgm alert 3 (cgm glucose reading below user threshold) was annunciated. User made bolus requests while still having insulin on board (iob). Cartridge change sequence was completed at 7:16 am on (B)(6) 2019. The user performed the ¿fill tubing¿ step twice, priming first 10.2 units, then 12.7 units of insulin through the tubing. There were no erratic basal rate adjustments. Complaint could not be confirmed. Making bolus requests while still having iob could lead to a low bg event. If user did not disconnect during either of the ¿fill tubing¿ steps of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the pump experienced a malfunction or failure.